Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The suspect pendant was installed on the imaging test system. The system achieved motion, generator and communication ready and both 2d and 3d imaging were successful. Kvp and technique remained as selected during both 2d and 3d imaging while under test. Visual inspection noted paint on/off two lower buttons on left of display and a pressure mark near the gantry directional buttons. Does not interfere with use. No functional problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was requested but was refused to be provided by the site. A medtronic representative went to the site to test the equipment. The rep could not reproduce the grainy images but found they took the 3d at a low 40kvp value and the rt said he didn't change it. The rep replaced the pendant due to a previous occurrence. The imaging system was calibrated and passed the system checkout as fully functional. The hardware investigation of the pendant arm found a hardware mechanical issue with signs of physical damage. The pendant arm had wear/scraping marks from the plungers not rotating. The suspect device was replaced to resolve the issue.

Event description:
A site representative reported that during a spine fusion procedure the imaging system 3d images were appearing grainy. They had completed a rad/gain calibration yesterday. They were rebooting the o-arm to try and acquire a second time. The site used the grainy images for the procedure. The issue caused an approximate 10min delay with no reported impact to the outcome of the patient.

Manufacturer narrative:
(B)(6).